Event description:
A chilli rpm catheter was used with another manufacturer's generator (osypka) to perform a left pulmonary vein ablation. High impedance was experienced. When the catheter was withdrawn, coagulum was noted on the second electrode. A second chilli rpm catheter was used with the same results. A second osypka generator, along with a chilli ablation catheter again yielded similar results. A second chilli ablation catheter again yielded similar results. A second chilli ablation catheter was then used with a boston scientific ept generator with no change in results. The procedure was subsequently completed with a 5th rf ablation catheter from another manufacturer with an osypka generator. After the procedure, the pt was found to have suffered a stroke and sent to intensive care. The pt's current status is unk. The boston scientific catheters are recommended for use with boston scientific catheters are recommended for use with boston scientific generators (as stated in the catheter's directions for use). Additionally, it is the physician's opinion the stroke event is related to the use of the long sheath.